Manufacturer narrative:
Citation: achkouty, g. Md msc. Et al. Transcatheter aortic valve replacement for severe aortic regurgitation with acute refractory c ardiogenic shock. Canadian journal of cardiology. (2018) mar;34(3):342.e5-342.e7 doi 10.1016/j.cjca.2017.11.024 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve replacement to treat severe aortic regurgitation with acute refractory cardiogenic shock. All data were collected from a single center between 2013 and 2017. The study population included 686 patients. One patient ((B)(6) year old, female) had a previously implanted freestyle bioprosthetic aortic root, which was replaved, valve-in-valve. No additional adverse patient effects or product performance issues were reported.